Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor produced a ¿scan again in 60 minutes¿ for two hours, on the first day it was inserted. It was further reported that on (B)(6) 2018, during the timeframe when the sensor was initially calibrating, she began to experience unspecified symptoms of ¿hypoglycemia¿ so a family member administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported her adc freestyle libre sensor produced a ¿scan again in 60 minutes¿ for two hours, on the first day it was inserted. It was further reported that on (B)(6) 2018, during the timeframe when the sensor was initially calibrating, she began to experience unspecified symptoms of ¿hypoglycemia¿ so a family member administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (MFR 2954323-2018-06665) was incorrectly created as an initial MDR 30 day report. (MFR 2954323-2018-06665) was intended to serve as a correction report. Please refer to (MFR 2954323-2018-05497) follow up #2 for the correction report.